Event description:
According to the reporter, during second firing on the stomach in a sleeve gastrectomy, the handle stopped and the excess force screen came up and the handle would no longer progress forward. They had to retract the knife blade, cut out the excess buttress material and use a black 60 without buttress material to complete. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.